Manufacturer narrative:
The devices subject of the event were returned for evaluation; however, the cause of the holes in the lb53 lighthandle covers could not be determined. There have been no other complaints identified within this lot. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report #(B)(4) that two lb53 lighthandle covers had holes in them upon removal of the packaging tray.